Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient had one of her leads explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained of his scs system's stimulation being positional since he was implanted. The patient stated he does not feel any stimulation in his neck and arms unless he moves his neck down. Surgical intervention is planned for a later date to address the issue.